Manufacturer narrative:
Due to pending investigation, no additional information is available at this time.

Event description:
The customer/end user was riding the stairlift down the stairs in his home when the stairlift pulled away from the foundation it was mounted to. Because of this the customer was thrown to the floor causing injury to him.